Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic unknown, product type: guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, before attempting to capture the array, another manufacturer's guidewire was out, but was badly kinked. When the slider was extended, the array inverted on itself and tied in a knot. The array was able to be retracted into the sheath and removed from the patient. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012250554 was returned and analyzed. Visual inspection was performed and the catheter was received without the guidewire. The array pebax tube was torn at the distal arm and at the proximal arm to dual lumen junction, causing the electrodes wires to be exposed. The nitinol array wire was pulled out of the proximal bond on the proximal end within the dual lumen. The shape of the catheter array was inverted. The guidewire lumen was received fully retracted, and with a deformed array loop assembly. The guidewire lumen was kinked at 0.352 inches proximal from the tip. The nitinol array wire appeared bent at two positions on the distal arm: one distally to the electrode 1 and the second proximal to the tip. The wire of the electrode 1 appeared broken between electrode 1 and 2. X-ray imaging confirmed the nitinol array wire was intact and properly attached at the tip but dislodged from the dual lumen. X-ray confirmed the guidewire lumen was kinked and the breaded wires were deformed but not broken. The slide control function was as expected. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Data from the catheter identification chip confirmed usage on the reported event date. The catheter was not reprogrammed as the catheter condition would not permit to perform ablation using generator. No other tests could be performed due to the returned condition of the catheter. Hipot verification of the integrity of electrode wires insulation revealed intact electrode wires without any insulation damage or breakage. The electrical continuity test revealed an open loop between electrode 1 and connector pin 1, as expected. High magnification optical inspection showed the proximal arm pebax tear originated at the nitinol array wire thread hole at proximal end of the catheter array tube. Electrode wire 1 was broken at the proximity of the soldering point. The guidewire lumen appeared kinked and breached at the vicinity of the proximal end of the tip. In conclusion, the reported inverted/knotted array issue was confirmed through testing, and the loop catheter failed the returned product inspection due to an inverted and knotted array, a guidewire lumen kink and breach, exposed electrode wires, broken electrode wires, displaced electrode, bent and dislodged nitinol wire, and torn and twisted pebax tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.